Manufacturer narrative:
The complainant reported that the wallflex biliary stent was explanted "two days later." The device has not been received by this manufacturer. An evaluation has not been performed; therefore, a failure analysis is not available and the relationship between this device and the cause for this event is undetermined. A device history record review and product family complaint trend review are in progress; results will be provided in a follow-up medwatch report.

Event description:
It was reported to boston scientific corporation on august 28, 2007, that a wallflex biliary stent was used in a "double hilar stenting procedure for a malignancy at the bifurcation" on four days earlier. According to the complainant, "[guide] wires were placed into the left and right systems. . . And [a] wallflex 10x80 mm was advanced into the left system, but could not be pushed around the curve and through a tight stricture. A bougie [product and manufacturer unknown] and then [h]urricane dilation balloon were used to increase the lumen size. The wallflex stent was then placed and released. The catheter could not be removed. The doctor attempted to re-sheathe the catheter - this could not be done. The doctor pulled the catheter, resulting in the [movement of the stent] down the duct." Reportedly, the wallflex biliary stent was left in situ and removed 'during a second procedure two days later." According to the complainant, the patient was "ok" following the second procedure. No further information has been received.